Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and detachable battery were replaced to address the issue. Additional findings not related to the malfunction/issue there was dirt in the blower assembly, flow sensor, and inline proximal filter. These parts were replaced on the device. The vanity cover assembly was replaced on the device. After replacing the parts on the device, a final test and run-in test were performed on the device. The battery and valve check were performed. The device was determined was operational and cleaned.